Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 16th june, 2022 getinge became aware of an issue with one of surgical lights - powerled. As it was stated rust was occured on suspension arm on the device we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - powerled. As it was stated, rust occurred on suspension arm, paint was damaged and handle ring was cracked and particles were missing. The event was confirmed by photo evidence. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Based on the information collected to date it was established that when the event occurred, the surgical light did not meet the manufacturer¿s specification, since rust occurred on suspension arm, paint was damaged and handle ring was cracked, what could be considered as technical deficiency, and in this way device contributed to the event. There is no information that the device was being used for patient treatment when the event took place. Comparing the number of complaints registered to number of sold devices, we conclude that occurrence rate is moderate for paint damage and low for rust occurrence and cracks of handle ring, leading to missing plastic particles. A root cause analysis for the issue of handle rings broken was performed by the manufacturer¿s subject matter experts and according to the analysis the light head pwd300 is conforming to the standard iec 60601-2-41 and therefore the light head handling cannot be the reason of this breakage in a normal use. An excessive tightening of the 3 screws of the interface assembly cannot lead to such a breakage neither. According to an investigation by the subject matter experts (sme) at the manufacturer, the recommended cleaning products involving a chemical reaction and thus the interface weakness is ruled out, which cannot be confirmed with prohibited products. Therefore, the most probable root cause of this breakage could be then a combination of chemical stress and excessive radial force applied on the handle. For that reason, based on satisfactory feedback from the field about a similar part on pwd500 the modification 180614 was engaged with the new supplier replacing the row material abs+pc by pa66. In february 2019 mechanical and chemical tests were performed to validate this change. An sme report mentions the conformity of these parts made in pa66. New parts in pa66 have been launched in production in may 2019 and all interfaces stamped with the date of 2019 or after belong to the latest version. Regarding this case the interface is prior 2019, hence belongs to the previous version (abspc). Additionally regarding to paint and rust problems, manufacturer¿s subject matter experts established conclusion as below. All maquet sas products comply with: iec 60601-1 ed. 2.0 & ed. 3.0 ¿ general requirements for basic safety and essential performance iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis paint definition pfc066. This procedure defines maquet sas requirements for all painted parts. Disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. To prevent similar incident, it is recommended to respect the cleaning instructions, including avoiding: prolonged exposure to detergents and disinfectants solutions; high concentrations; prohibited products; this even is clearly due to cleaning product. Nevertheless, the deterioration of this paint is far advanced and it must have started years ago. Such troubles should have been detected first by the user during daily and monthly checks. The current cleaning product must be improved as described in the user manual. To avoid paint degradation and corrosion it is recommended to respect the cleaning instructions (see powerled IFU 01581 en pages 35-36) avoiding spraying, high concentrations, prolonged exposure to detergents / disinfectants solutions, to wipe with a dry cloth and to make sure no liquid residue is left on the device after cleaning. The involved zone was probably exposed to constrained area and/or cleaning product. These facts indicate that cleaning agent residues may have a negative reaction on the plastic surfaces and leads to it degradation. The concentration of chemical products, the presence of agent residual on the disinfected surfaces are probably the main factors leading to the deterioration of surfaces. We believe that if the manufacturer¿s recommendation would have been followed the reported situation would have been avoided. The correction of describe event or problem# and manufacture date# fields deem required. This is based on the internal evaluation. #b5 previous describe event or problem: on 16th june, 2022 getinge became aware of an issue with one of surgical lights - powerled. As it was stated rust was occured on suspension arm on the device we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Corrected describe event or problem: on 16th june, 2022 getinge became aware of an issue with one of surgical lights - powerled. As it was stated, rust occurred on suspension arm, paint was damaged and handle ring was cracked and particles were missing. The event was confirmed by photo evidence. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. #h4 previous manufacture date: 29.06.2013; corrected manufacture date: 30.06.2016.

Event description:
On 16th june, 2022 getinge became aware of an issue with one of surgical lights - powerled. As it was stated, rust occurred on suspension arm, paint was damaged and handle ring was cracked and particles were missing. The event was confirmed by photo evidence. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.